Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma - alcl - suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tightness" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported left side tightness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted. Healthcare professional further reported that they took a tissue sample from the patient, had it sent to pathology, and it came back positive with alcl. Pathology has not been received and the markers of alk- and cd30+ have not been reported or confirmed.

Event description:
Healthcare professional reported left side tightness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted. Healthcare professional further reported that they took a tissue sample from the patient, had it sent to pathology, and it came back positive with alcl. Pathology has not been received and the markers of alk- and cd30+ have not been reported or confirmed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, encapsulation color yellow. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side tightness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted. Healthcare professional further reported that they took a tissue sample from the patient, had it sent to pathology, and it came back positive with alcl. Pathology has not been received and the markers of alk- and cd30+ have not been reported or confirmed.